Event description:
In 2006, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The pt reported the five days earlier, she was feeling symptoms of hypoglycemia and obtained a blood glucose result of 124 mg/dl on the reported meter. While the pt was still sweating, her husband tested her blood glucose level on his meter (another brand) and obtained a result of 69 mg/dl. The pt had given herself an extra 2 units of nph insulin based on the blood glucose result of 124 mg/dl obtained on the reported meter, because her regimen dictates to do so if the morning blood glucose result is greater than 110 mg/dl. Based on the results obtained on the other meter, the pt treated herself by eating a glucose supplement, and `felt good again' after 15 minutes. At an unspecified time later, the pt retested her blood glucose level and obtained the result of 141 mg/dl on the reported meter, and 105 mg/dl on the other meter. The pt denied receiving any medical attention. Meter-to-meter comparisons are not valid for accuracy. The patient takes an oral diabetes medication, name and dose unknown, and nph insulin, 14 units in the evening. The pt takes an extra 2 units of insulin if her morning glucose level is greater than 110 mg/dl. On the day of the incident, the pt ingested her normal amounts of carbohydrates. The customer service representative determined during the troubleshooting telephone call that the patient's testing technique was correct, she was handling the reagents appropriately, the test strips were stored correctly and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. Quality control testing was performed during the telephone call with passing results. The meter, test strips and control solution were replaced.